Event description:
It was reported since an appointment in (B)(6), the pt's stimulator showed 14 and >1023 activations. The pt had not noticed any change in therapy over this time frame, but the pt was also taking a "good" amount of sinemet to assist with the pt's symptoms. The pt has 2 stimulators. It is unclear which stimulator the event pertains to, so a report has been filed on both. See MFR report # 3004209178-2011-05035. Add'l info has been requested. A follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).